Event description:
It was reported to philips that the system cannot start due to a defective mpdu control unit on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control unit and fru spare fuse box in the m cabinet and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).